Event description:
A total of 36 pts were evaluated with ultrasound before and after eswl with the doli s machine. Subcapsular hematoma resulted in 4 kidneys of 4 pts for an incidence of 15%. Findings of 15% occurrence of perirenal hematoma is above the accepted 0.2-0.4% commonly noted with other lithotripters.